Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced persistent skin issues at the abutment site and subsequently was administered topical antibiotics in (B)(6) 2019 and underwent a skin revision on (B)(6) 2019. The patient is being clinically managed by the health care provider.